Manufacturer narrative:
(B)(4).

Event description:
It was reported that oversensing and loss of capture were observed via remote transmission. Coronary sinus dissection was confirmed during the device upgrade. The lead was capped and replaced on (B)(6) 2016 without complication.